Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to confirm motor position encoder error alarm due to constant motor error alarm. There was no keypad anomaly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 11 mmol/l. Troubleshooting was not performed. The device will be returned for analysis.